Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 162 mg/dl. The customer was advised to clear the alarm with esc and act. The customer was advised to clean the battery cap contacts with a cotton swab. The customer was advised to allow one minute for the alcohol to dry after cleaning. The customer lost her cap and sending replacement cap not able to finish troubleshooting. The customer reported via phone call that the bolus stopped. The customer's blood glucose was 162 mg/dl. The customer stated that they were able to clear the alarm. The customer stated that the battery cap is not loose and the device was not dropped or bumped. The customer stated that the alarm occurred 4 times. The customer was advised to monitor the pump.